Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a reboot cycle and will not go into the application screen to monitor patients. No patient harm was reported. The bme removed the cns from use and installed one of their consignment cns to continue monitoring patients. Bme will replace the hard drives in this unit.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a reboot cycle and will not go into the application screen to monitor patients. No patient harm was reported. The bme removed the cns from use and installed one of their consignment cns to continue monitoring patients. Bme will replace the hard drives in this unit. Investigation summary: based on the available information, the most probable cause of the issue is hard drive failure. Possible causes of the hard drive failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a reboot cycle and will not go into the application screen to monitor patients. No patient harm was reported. The bme removed the cns from use and installed one of their consignment cns to continue monitoring patients. Bme will replace the hard drives in this unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a reboot cycle and will not go into the application screen to monitor patients. No patient harm was reported. The bme removed the cns from use and installed one of their consignment cns to continue monitoring patients. Bme will replace the hard drives in this unit.